Event description:
Caller states that he tested 4.8 inr on the coaguchek xs system and 3.3 inr on a comparison professional system. No actions were reported taken or treatment received. A request was made for the return of the affected product.

Manufacturer narrative:
The event occurred in (B)(6).